Event description:
Facility reported to anspach service and repair: the battery oscillator will not hold the blade and is experiencing low power. This event did not happen during surgery. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit will not hold blade was confirmed. The device was tested and the complaint was duplicated. It has loose locking knob, worn head and sticky trigger. Evidence indicates this is due to usage wear over time. Placeholder